Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this left ventricular (lv) lead was explanted along with the device due to previously reported out-of-range (oor) impedances. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4)